Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the emergency department. When the physician was removing the guide wire from the catheter it unraveled. As a result, both the catheter and the wire were removed. Another kit was opened and placed successfully. There was a delay in treatment and it is not known if there was patient harm. No patient death was reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided a guide wire that was bent in 3 locations but the coils were not stretched. The core wire was separated adjacent to the proximal weld. Microscopic examination revealed discoloration, necking and plastic deformation in the area of the break. No pieces of the wire appeared to be missing. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize guide wire damage during use and cautions not to withdraw against the needle bevel and not to use excessive force. Based on these circumstances, operational context caused or contributed to this event. No further action will be taken.